Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's extended bolus feature was not functioning as intended. Customer's blood glucose level was 200 mg/dl - 300 mg/dl. At the time of the report to tandem technical support, customer reported the pump was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.